Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an anterior cruciate ligament (acl) procedure on (B)(6) 2019, the micro tornado handpiece with hand controls turned warmer than normal and would not power off. There was a flashing light with beeps but no power. They were able to complete the case with another like device with a 3 minute delay to get another hand piece. Additionally, the screwdriver tip broke off while tightening a screw. They retrieved the tip with no patient harm or delay and finished the case with another like device. This is report 2 of 2 for (B)(4).